Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical product: catalog #: unknown, unknown humeral head, lot # unknown; catalog #: unknown, unknown humeral stem, lot # unknown; catalog #: unknown, unknown geoshpere, lot # unknown; catalog #: unknown glenoid base plate, lot # unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04334, 0001825034-2019-04335, 0001825034-2019-04336, 0001825034-2019-04346. Will be returned.

Event description:
It was reported that the patient underwent and initial reverse shoulder arthroplasty. Subsequently, is getting a two (2) stage revision due to an infection of the joint. No additional information is available form the event.